Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The lot numbers provided for the cup were incorrect, therefore a review could not be performed for this part. The available medical documents were reviewed. The left hip primary surgery was performed in (B)(6) 2010 due to ¿end-state osteoarthritis¿. The left hip was revised in (B)(6) 2015. The revision operative notes document; ¿bloody fluids with pseudotumor formation, moderate metallosis. ¿ there was significant pseudotumor formation around the hip joint. There was significant tissue reaction /granulation tissue, which was carefully debrided¿. In conclusion, the clinical information provided, of the elevated metal ion levels and the pseudotumour may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. All the released devices involved met manufacturing specifications at the time of production. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to metallosis and elevated metal ion levels.